Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa k.g (oekg) there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. The silicone-based parts such as watertight packing or glue, which were used as component of the other device used in combination with the subject device, were broken and entered the air/water nozzle of the subject device.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that a black foreign material was clogged in the air/water nozzle. The foreign material seems like rubber in texture and approximately 1mm in size. There were no damage on the all rubber of the subject device. Therefore, (B)(4) surmised that the foreign material was not from the subject device. There was no report of patient injury associated with this event.